Manufacturer narrative:
(B)(6). Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for "serum separation isses" with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that fifteen bd vacutainer® serum blood tube(s) were affected with ¿serum separation issues¿. There was no report of exposure, injury or medical intervention.